Event description:
Complainant alleged that the clinicians were attempting to shock a pt, but the device screen displayed a "low batt" message, and the energy was not discharged to the pt. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the facility's biomed engineering dept was unable to duplicate the reported malfunction. The complainant indicated that the device would not be returned to the zoll technical svc dept for eval.